Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and used manual injection as treatment. Customer blood glucose level was over 30 mmol/l. Customer noticed broken lcd display with partial display . Customer used insulin pump system within 48 hours of reported event. Customer performed troubleshooting for high blood glucose readings. Customer was using minimed 670g/770g/780g system with the auto mode/smart guard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The customer will discontinue to use the device and the pump was expected to be returned for analysis.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms, alert, anomalies noted during testing or on event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, stained keypad overlay, pillowing keypad overlay. No unexpected alarms, alert, anomalies noted during testing. Cosmetic damage was confirmed at unspecified area. Unable to confirm high bg anomaly during testing. Partial display is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.